Event description:
It was reported that approximately 23 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented with a possible proximal type I endoleak, as well as a possible type ii or type iii endoleak. Reportedly, during initial implantation the suprarenal aortic extension was placed low, and the attachment line was not clearly visible. Additionally, the patient's abdominal aortic aneurysm had expanded since initial implantation. The physician elected to treat the patient with a proximal aortic extension to create a seal, more proximal to the renal arteries and a competitor's stent to push the bifurcated device out to the aortic wall. The final result showed resolution of the endoleaks. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. Based on the review, the reported endoleak may have been caused due to poor graft apposition to the vessel wall and/or progression of aneurysmal disease. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).